Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases, ring cover, lead flex cover and battery drawer were broken, that both bail covers and both bails were missing, that the battery contacts were compressed, the keyboard was scratched and the liquid crystal display was "bleeding." (B)(4).